Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the rptr: the reload did not staple or cut at distal end and there were malformed staples on one load. No pt injury.